Event description:
It was reported that during reprocessing the scope/accessories that may have been reprocessed with expired acetic acid. There were no reports of patient harm associated with the event. Related patient identifier: (B)(6).

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be identified. However, there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The event is detectable/preventable by handling the device in accordance with the following IFU: oer-6 instruction manual: operation olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.